Manufacturer narrative:
The selection for other serious or important medical events has been removed, as there are no adverse events or outcomes associated with it.

Event description:
It was reported by the customer that pyxis medstation es system had patients not crossing to the machine issue. Due to this malfunction, customer reported that they faced a delay to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to hospital admit, discharge,transfer system. A technical support specialist confirmed that issue was resolved by hospital it team by creating temporary patients. The device functioned as intended after the customer resolved the issue.